Event description:
It was reported that a speed issue occurred. A rotapro console and rotapro advancer were selected for use. During the procedure, it was noted that the abnormal rpm was noted; rotational speed was unstable, fluctuating up and down while in normal mode. The issue was resolved by replacing the advancer and the procedure was completed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.